Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as red and itchy on the back where the te pads are located. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cream for the rash follow up indicated that the rash improved.